Event description:
Intermittent noise on both far-field and right-ventricular iegm channels. Several episodes of this noise present but no values have changed. All lead values are stable and within normal limits. Advised provocative manuevers at this time. (B)(6) 2014 - as of today, all available information suggests this lead remains actively implanted.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status eri, 341 charging cycles were recorded to the ICD's memory. The device was implanted for 54 months. The amount of charge taken from the battery was verified, indicating the battery status eri to be anticipated. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the ventricular as well as the far-field channel, confirming the clinical observation. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. In a next step, the ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be flawless. In summary, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the ventricular as well as the far-field channel, confirming the clinical observation. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction.

Manufacturer narrative:
On (B)(6) 2015 - this device was explanted and replaced on (B)(6) 2015. The rv lead was also explanted and replaced due to chatter and inappropriate shocks.